Manufacturer narrative:
Failure analysis results: the device was received at csi for analysis. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed the crown and distal tip bushing to be intact and undamaged. There was some blue fibrous material observed on the driveshaft and crown, which was likely present from the oad having been spun in contact with a blue lab cloth. When tested, the oad spun at both speeds with no abnormalities observed. Analysis did not reveal any damage to the driveshaft or crown that would have contributed to the reported perforation. As the original guide wire was not returned for analysis, it could not be determined if it was damaged or contributed to the reported event. At the conclusion of the device investigation, the cause of the perforation could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Prior to distribution the device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The patient complained of chest pain following two treatments at 80,000 rpm with a diamondback coronary orbital atherectomy device. Treatment had been administered in the circumflex artery, which was 80% stenotic and tortuous with a type b lesion. Vitals were checked and were found to be good. The procedure was continued with two more treatments at 80,000 rpm and one treatment at 120,000 rpm. Contrast injections were performed following each treatment with no visualization of vessel injury in imaging. The patient became unresponsive when the device was removed, and cardiopulmonary resuscitation was administered. After several attempts to deliver a balloon on the viperwire, the wire was exchanged for a competitor wire, and a balloon was reinserted and inflated at the area of treatment. A stent was delivered to the lesion area and deployed followed by a balloon for post dilatation. After thirty-three (33) minutes, CPR was stopped and the patient was pronounced dead. The physician reviewed the procedure image films after the case and noted a perforation that was not seen during the procedure. The perforation was visible on cine and apparently had occurred following the fourth run on low speed. The perforation was small, and the location made it difficult to visualize; it was not seen by any medical personnel until post-procedure review.